Event description:
It was reported that the user experienced recurrent low blood glucose about an hour before breakfast while using the ilet, following evening snacks totaling approximately 45 grams of carbohydrates; device data reviewed by the agent showed post-snack glucose rising to 201 mg/dl with subsequent overnight corrective insulin leading to a sustained low, and the user inquired about adjusting targets in the morning. Symptoms included hypoglycemia. Outcomes included treatment with oral glucose and triage as an urgent low soon event. Investigation included review of available device data and troubleshooting with education, with referral for additional clinical guidance. Investigation of this case revealed a cause that remained unclear, with no device malfunction identified based on the information reviewed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.